Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be implant loosening. Ifuse implants, unknown sizes and lot numbers.

Event description:
In (B)(6) 2015, the patient underwent left side si joint arthrodesis where three implants were placed. The patient later presented with pain around the si joint. The surgeon thought that the implants may have been loose. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the implants and added new implants of the same type. The patient is doing well following the revision surgery.